Event description:
It was reported that the nurse was having difficulties connecting a syringe to the one-link luer. The nurse stated that to get a successful connection she had to grab the syringe near the tip. Otherwise the connection leaks. This malfunction occurred during set-up. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.